Event description:
Info rec'd indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found both trend functions working intermittently. He replaced the logic board to repair the bed.